Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the correct resolution date was 21-jul-2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study initially reported increased pain at battery site. The device was reprogrammed but the patient felt stimulation in the buttocks. The event was assessed as related to the device or therapy but not the implant procedure; the event was ongoing. It was reported on 13-jul-16 that the device was reprogrammed and the patient felt stimulation in the buttocks on (B)(6) 2016. The etiology was updated to programming on (B)(6) 2015. The event was still ongoing. Additional information received on reported the event resolved without sequelae on (B)(6) 2016. On (B)(6) 2016, an x-ray was required to confirm continue correct placements of lead as there was a reported fall.

Event description:
Additional information received reported device interrogation was performed but the results were unknown. Reprogramming (previously reported) consisted of changing to 1+2- at 3.3 v. The event resolved the same day. Conflicting information was reported as two resolution dates were reported ((B)(6) 2016 and (B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.